Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted during non-sustained ventricular tachycardia episode. The lead was capped and replaced with competitor on (B)(6) 2017 successfully. No adverse event to the patient.